Event description:
Pt's wife report ER treatment due to dka.

Manufacturer narrative:
The cartridge was returned to animas eval. Eval demonstrated that the cartridge was operating within required specifications. The pt complaint could not be duplicated.